Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05541 was provided in sections d1/d2, d6, g3/g4, and h1.

Manufacturer narrative:
The investigation into the vf/vt has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the vf/vt was most likely patient condition related because the timing of the event correlated with placement/repositioning and any device contacting the heart wall in conjunction with a poor patient condition could result in vt/vf.

Event description:
A 71 year old female patient presented with cardiomyopathy for impella support. Information received via abiomed's loqi (long-term outcome and quality indicator impella) registry on (B)(6) 2023 indicates this patient to have sustained vt resulting in the need for dc and CPR. The patient ultimately expired. The loqi notification alleges a "possible" relationship with the impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.